Manufacturer narrative:
Additional information and investigation results will be provided, if applicable.

Event description:
It was reported that there was an issue with the novosyn violet suture. The customer reported that the size of the needle does not fit with the size mentioned on the package. There was no patient information.

Manufacturer narrative:
Investigation: samples received: (B)(4) open pouches. Analysis in results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received (B)(4) open samples. Two of them are empty and the other one has a suture inside that does not correspond to the product description in the pack. The suture has been characterized and determined to be novosyn usp 1 90cm and hr37 needle. Root cause is determined to be that clean line was not performed correctly in the winding process. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. When opening the unitary pack, sanitary staff should notice that the suture is different than expected and the suture would be discarded without being implanted on the patient. Therefore, no harm to patient is expected, only a delay in the intervention. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: CAPA committee will evaluate the convenience to open a CAPA to determine root cause and corrective and preventive actions.